Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe and persistent pelvic pain"), genital haemorrhage ("heavy bleeding") and abdominal pain lower ("cramping") in a (B)(6) female patient who had essure inserted for sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gastric bypass in 2011, gallbladder operation in 2006, umbilical hernia repair in 2012, multigravida, multiparous ((B)(6)), diarrhea, hypercholesterolemia, morbid obesity, diabetes mellitus, type ii diabetes mellitus, arthralgia, fatigue, umbilical hernia, otitis externa, otitis media acute, acute sinusitis, acute upper respiratory tract infection, allergic rhinitis, cesarean section in 2003 and cholecystectomy. Denied alcohol use. Denied tobacco use. Previously administered products included for an unreported indication: iud from 2006 to 2011. Concurrent conditions included drug allergy, polycystic ovarian syndrome and vitamin d deficiency. Family history included family history of cardiovascular disorder and family history of diabetes. Concomitant products included hydrocortisone in 2012 for adrenal gland injury and alprazolam (xanax) in 2011 for anxiety. On (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fibromyalgia ("fibromyalgia"), arthropathy ("knee problems") with arthralgia, pain ("body pain/ entire body"), headache ("headaches (severe and persistent)") and migraine ("migraines (severe and persistent)"). In 2013, the patient experienced orthostatic hypotension ("orthostatic hypotension"), alopecia ("hair loss"), weight increased ("weight gain"), heart rate increased ("fast heartbeat"), nausea ("nausea"), depression ("depression"), dizziness ("dizziness"), endocrine disorder ("endocrine issues"), genital haemorrhage (seriousness criteria medically significant and intervention required) and abdominal pain lower (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced allergy to metals ("hypersensitivity reaction to nickel"). The patient was treated with sumatriptan (imitrex), hydrocodone, surgery (partial hysterectomy in 2013), surgery (partial hysterectomy in 2013) and surgery (partial hysterectomy in 2013). Essure was removed in 2013. In 2013, the pelvic pain, pain, headache and migraine had resolved. At the time of the report, the fibromyalgia had not resolved and the arthropathy, orthostatic hypotension, alopecia, weight increased, heart rate increased, nausea, depression, dizziness, endocrine disorder, genital haemorrhage, abdominal pain lower and allergy to metals was resolving. The reporter considered abdominal pain lower, allergy to metals, alopecia, arthropathy, depression, dizziness, endocrine disorder, fibromyalgia, genital haemorrhage, headache, heart rate increased, migraine, nausea, orthostatic hypotension, pain, pelvic pain and weight increased to be related to essure. The reporter commented: she has never had an allergy test completed, but her symptoms such as hair loss and all-over body pain appear to be a hypersensitivity reaction to a component of essure caused or aggravated any psychiatric or psychological condition. Essure procedure: cervix prepped with betadine. Intracervical anesthesia with 1 % lidocaine. Hysteroscope inserted and uterine cavity inspected. Cavity normal. Microinsert placed left and right side. 2 coils visible on the left side, 3 coils visible on the right side. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: essure placement confirmation test pregnancy test - on (B)(6) 2011: negative ultrasound scan - in (B)(6) 2011: essure placement confirmation test various testing like blood work to try to understand her symptoms incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Cutaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe and persistent pelvic pain"), genital haemorrhage ("heavy bleeding") and abdominal pain lower ("cramping") in a 32-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gastric bypass in 2011, gallbladder operation in 2006, umbilical hernia repair in 2012, gravida ii, parity 3 (B)(6) 2002, (B)(6) 2003, (B)(6) 2003), diarrhea, hypercholesterolemia, morbid obesity, diabetes mellitus, type ii diabetes mellitus, arthralgia multiple, fatigue, umbilical hernia, otitis externa, otitis media acute, acute sinusitis, acute upper respiratory tract infection, allergic rhinitis, cesarean section in 2003 and cholecystectomy. Denied alcohol use. Denied tobacco use. Previously administered products included for an unreported indication: iud from 2006 to 2011. Concurrent conditions included drug allergy, polycystic ovarian syndrome, vitamin d deficiency and adenomyosis. Family history included family history of cardiovascular disorder and family history of diabetes. Concomitant products included hydrocortisone from 2012 to 2013 for adrenal insufficiency and alprazolam (xanax) since 2011 for anxiety. On (B)(6) 2011, the patient had essure inserted. In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fibromyalgia ("fibromyalgia"), arthropathy ("knee problems") with arthralgia, pain ("body pain/ entire body"), headache ("headaches (severe and persistent)"), migraine ("migraines (severe and persistent)"), orthostatic hypotension ("orthostatic hypotension"), alopecia ("hair loss"), weight increased ("weight gain"), heart rate increased ("fast heartbeat"), nausea ("nausea"), depression ("depression"), dizziness ("dizziness"), endocrine disorder ("endocrine issues"), genital haemorrhage (seriousness criteria medically significant and intervention required) and abdominal pain lower (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced allergy to metals ("hypersensitivity reaction to nickel"). The patient was treated with sumatriptan (imitrex), hydrocodone, and surgery (partial hysterectomy in 2013). Essure was removed on (B)(6) 2014. In 2013, the pelvic pain, pain, headache and migraine had resolved. At the time of the report, the fibromyalgia had not resolved and the arthropathy, orthostatic hypotension, alopecia, weight increased, heart rate increased, nausea, depression, dizziness, endocrine disorder, genital haemorrhage, abdominal pain lower and allergy to metals was resolving. The reporter considered abdominal pain lower, allergy to metals, alopecia, arthropathy, depression, dizziness, endocrine disorder, fibromyalgia, genital haemorrhage, headache, heart rate increased, migraine, nausea, orthostatic hypotension, pain, pelvic pain and weight increased to be related to essure. The reporter commented: she has never had an allergy test completed, but her symptoms such as hair loss and all-over body pain appear to be a hypersensitivity reaction to a component of essure caused or aggravated any psychiatric or psychological condition. Essure procedure: cervix prepped with betadine. Intracervical anesthesia with 1 % lidocaine. Hysteroscope inserted and uterine cavity inspected. Cavity normal. Microinsert placed left and right side. 2 coils visible on the left side, 3 coils visible on the right side. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: ssure placement confirmation test pregnancy test - on (B)(6) 2011: negative ultrasound scan - in july 2011: essure placement confirmation test various testing like blood work to try to understand her symptoms quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.